Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was it difficult to break the ampoule (was extra force needed to break the ampoule)? No. Was the ampoule crushed repeatedly? No. Was medical or surgical intervention required? Blood work. What is the status of the surgeon injury today? Results pending.

Event description:
It was reported that the patient underwent a general surgery procedure on (B)(6) 2017 and topical skin adhesive was used. During the procedure when the ampoule was squeezed the glass broke through the outer protective covering and punctured the physician assistant¿s finger. The cut was cleaned and bandaged, and blood was drawn for testing. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished. The actual sample was returned for evaluation. The applicator shows a crushed ampoule and dry formulation inside the butyrate tube. Sign of force is observed since the butyrate tube looks deformed like when squeezed to dispense the adhesive. The initiated filter is purple in color due to contact with formulation. Also, dry formulation is observed in the exit channel and outside the bulb. The applicator shows a yellowish color on the bulb tip and in the area of the shard. All the components of the applicator are present and appropriately assembled. The sample reveals a piercing through which a glass shard protruded in the applicator bulb. Also, a piercing in the butyrate tube is observed. These piercings coincided in position. When the glass ampoule containing the adhesive shatters, the broken glass shard can rarely orient itself upon repeatedly/excessive manipulation so that it is perpendicular to the housing; when pressure is exerted on the casing, the shard can protrude through the plastic tubing and the protective overwrap material. The information for use states: ¿do not crush the contests of the applicator repeatedly as further manipulation of the applicator may cause glass shard penetration of the outer tube. Glass shard penetration can result in inadvertent skin punctures, which may result in the transmission of blood borne pathogens.¿